Manufacturer narrative:
(B)(4). Hypotension may occur during this type of procedure and as listed in the instructions for use, is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available info, a definitive cause for the reported pt adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. Hypotension may occur during carotid interventional procedures and it is anticipated response of the human body to stimulus of the carotid bulb.

Event description:
It was reported that post right internal carotid artery stent implantation to treat restenosis of an unk stent implanted in 2005, the pt experienced hypotension, prolonging hospitalization. Hypotension resolved on (B)(6) 2010 after treatment with dopamine and the pt was discharged to her skilled nursing facility. There was no adverse pt sequela. Though requested no add'l info was provided.